Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure"), pregnancy with contraceptive device ("pregnant with essure micro-insert"), abortion induced ("pregnancy (termination)") and pelvic infection ("infection: pelvic") in a (B)(6) female patient (gravida 3, para 2) who had essure (batch no. 623214) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida (gravida 3) and parity 2 (delivery dates: (B)(6) 2006 and (B)(6) 2009). Concurrent conditions included stomach cramps, absence of menstruation, metrorrhagia, urinary frequency, urinary urgency, dysuria, hematuria, burning micturition and headache ((facial pain)). Concomitant products included anovlar (microgestin) for vaginal bleeding as well as eugynon (aviane), marvelon (ortho-cept), medroxyprogesterone (depo provera) and nuvaring. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 9 months 20 days after insertion of essure, the patient experienced hormone level abnormal ("hormonal changes"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion induced (seriousness criterion medically significant), pelvic infection (seriousness criterion medically significant), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches/pain: head"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), abdominal pain ("pain: abdominal pain") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (transvaginal hysterectomy, bilateral essure in the portions of the tubes removed with the uterus.), surgery (d&c, tubal ligation with banding) and surgery (on (B)(6) 2010, she underwent termination of pregnancy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion induced, pelvic infection, menorrhagia, vaginal haemorrhage, hormone level abnormal, mental disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, abdominal pain and fatigue outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abortion induced, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, pelvic infection, pregnancy with contraceptive device, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: the uterus was excised and removed from the operative field, making sure to include the bilateral fallopian rings and bilateral essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2010: essure micro-inserts with no evidence of tubal on (B)(6) 2010, she learnt she was pregnant. Concerning the injuries reported in this case, the following one were described in patient¿s medical records is device dislocation. Most recent follow-up information incorporated above includes: on 28-feb-2018: medical records received : reporter information updated. Medical records confirm events device dislocation. For event "migration of essure" non drug treatment surgery and device intervention details added as transvaginal hysterectomy, bilateral essure in the portions of the tubes removed. Incident at the ti:me of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: left essure under the serosa of uterus"), pregnancy with contraceptive device ("pregnant with essure micro-insert"), abortion induced ("pregnancy (termination)"), pelvic infection ("infection: pelvic") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient (gravida 3, para 2) who had essure (batch no. 623214) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida (gravida 3) and parity 2 (delivery dates: (B)(6) 2006 and (B)(6) 2009). Concurrent conditions included stomach cramps, absence of menstruation, metrorrhagia, urinary frequency, urinary urgency, dysuria, hematuria, burning micturition, headache ((facial pain)), pap smear abnormal, genital haemorrhage, pap smear abnormal, dysfunctional uterine bleeding and stools hard. Concomitant products included anovlar (microgestin) for vaginal bleeding as well as eugynon (aviane), marvelon (ortho-cept), medroxyprogesterone (depo provera) and nuvaring. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 9 months 20 days after insertion of essure, the patient experienced hormone level abnormal ("hormonal changes"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion induced (seriousness criterion medically significant), pelvic infection (seriousness criterion medically significant), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches/pain: head"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), abdominal pain ("pain: abdominal pain"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression"), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection(bladder/ urinary tract/vaginal) type: urinary tract infection"), anxiety ("psychological or psychiatric problems condition: anxiety"), abdominal pain lower ("cramping") and stress urinary incontinence ("stress incontinence"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (transvaginal hysterectomy, bilateral essure in the portions of the tubes removed with the uterus.), surgery (d&c, tubal ligation with banding) and surgery (on (B)(6) 2010, she underwent termination of pregnancy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pregnancy with contraceptive device, abortion induced, pelvic infection, menorrhagia, vaginal haemorrhage, hormone level abnormal, mental disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, depression, urinary tract infection and anxiety outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, abortion induced, anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, pelvic infection, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: the uterus was excised and removed from the operative field, making sure to include the bilateral fallopian rings and bilateral essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2010: essure micro-inserts with no evidence of tubal on (B)(6) 2010, she learnt she was pregnant. On (B)(6) 2012 patient had transvaginal ultrasound scan. Concerning the injuries reported in this case, the following one were described in patient¿s medical records is device dislocation. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received: new events: genital haemorrhage, urinary tract infection, anxiety, depression, abdominal pain lower added and previously reported event device dislocation updated to device expulsion. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: left essure under the serosa of uterus"), pregnancy with contraceptive device ("pregnant with essure micro-insert"), abortion induced ("pregnancy (termination)"), pelvic infection ("infection: pelvic") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient (gravida 3, para 2) who had essure (batch no. 623214) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida (gravida 3), parity 2 (delivery dates: 26jun2006 and 05may2009), dysmenorrhea, nausea, abdominal pain, vaginal bleeding, multigravida, tubal pregnancy, recurrent abortion and parity 2. She had no intermenstrual bleeding. She was not using hormonal contraception.there were no specimens sent to pathology. She has no current complaints, she denies pain and vaginal bleeding. Previously administered products included for an unreported indication: prenatal vitamins. Concurrent conditions included stomach cramps, absence of menstruation, metrorrhagia, urinary frequency, urinary urgency, dysuria, hematuria, burning micturition, headache ((facial pain)), pap smear abnormal, genital haemorrhage, pap smear abnormal, dysfunctional uterine bleeding, stools hard, dysfunctional uterine bleeding, cervical dysplasia, pap smear abnormal (abnormal pap smear), premenopause and premenstrual tension. Concomitant products included anovlar (microgestin) for vaginal bleeding as well as eugynon (aviane), marvelon (ortho-cept), medroxyprogesterone (depo provera) and nuvaring. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 9 months 20 days after insertion of essure, the patient experienced hormone level abnormal ("hormonal changes"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion induced (seriousness criterion medically significant), pelvic infection (seriousness criterion medically significant), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches/pain: head"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), abdominal pain ("pain: abdominal pain"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression"), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection(bladder/ urinary tract/vaginal) type: urinary tract infection"), anxiety ("psychological or psychiatric problems condition: anxiety"), abdominal pain lower ("cramping") and stress urinary incontinence ("stress incontinence"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (transvaginal hysterectomy, bilateral essure in the portions of the tubes removed with the uterus.), surgery (d&c, tubal ligation with banding) and surgery (on 06-apr-2010, she underwent termination of pregnancy). Essure was removed on 3-jul-2013. At the time of the report, the device expulsion, pregnancy with contraceptive device, abortion induced, pelvic infection, menorrhagia, vaginal haemorrhage, hormone level abnormal, mental disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, depression, urinary tract infection and anxiety outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, abortion induced, anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, pelvic infection, pregnancy with contraceptive device, stress urinary incontinence, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the uterus was excised and removed from the operative field, making sure to include the bilateral fallopian rings and bilateral essure devices. She had antenatal screening, antepartum ¿ placenta previa without hemorrhage diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 18-sep-2009: total bilateral occlusion; on 30-apr-2010: essure micro-inserts with no evidence of tubal on mar-2010, she learnt she was pregnant. On (B)(6) 2012 patient had transvaginal ultrasound scan. Hpi- urine pregnancy test was positive on 10/05/2008 ,har last menstrual period was normal and lasted for 5 days. Since her lmp she has concerning the injuries reported in this case, the following one were described in patient¿s medical records is device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-jul-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: left essure under the serosa of uterus"), pregnancy with contraceptive device ("pregnant with essure micro-insert"), abortion induced ("pregnancy (termination)"), pelvic infection ("infection: pelvic") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient (gravida 3, para 2) who had essure (batch no. 623214) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida (gravida 3), parity 2 (delivery dates: (B)(6) 2006 and (B)(6) 2009), dysmenorrhea, nausea, abdominal pain, vaginal bleeding, multigravida, tubal pregnancy, recurrent abortion and parity 2. She had no intermenstrual bleeding. She was not using hormonal contraception.there were no specimens sent to pathology. She has no current complaints, she denies pain and vaginal bleeding. Previously administered products included for an unreported indication: prenatal vitamins. Concurrent conditions included stomach cramps, absence of menstruation, metrorrhagia, urinary frequency, urinary urgency, dysuria, hematuria, burning micturition, headache ((facial pain)), pap smear abnormal, genital haemorrhage, pap smear abnormal, dysfunctional uterine bleeding, stools hard, dysfunctional uterine bleeding, cervical dysplasia, pap smear abnormal (abnormal pap smear), premenopause and premenstrual tension. Concomitant products included anovlar (microgestin) for vaginal bleeding as well as eugynon (aviane), marvelon (ortho-cept), medroxyprogesterone (depo provera) and nuvaring. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 9 months 20 days after insertion of essure, the patient experienced hormone level abnormal ("hormonal changes"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion induced (seriousness criterion medically significant), pelvic infection (seriousness criterion medically significant), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches/pain: head"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), abdominal pain ("pain: abdominal pain"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression"), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection(bladder/ urinary tract/vaginal) type: urinary tract infection"), anxiety ("psychological or psychiatric problems condition: anxiety"), abdominal pain lower ("cramping") and stress urinary incontinence ("stress incontinence"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (transvaginal hysterectomy, bilateral essure in the portions of the tubes removed with the uterus.), surgery (d&c, tubal ligation with banding) and surgery (on (B)(6) 2010, she underwent termination of pregnancy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pregnancy with contraceptive device, abortion induced, pelvic infection, menorrhagia, vaginal haemorrhage, hormone level abnormal, mental disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, depression, urinary tract infection and anxiety outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, abortion induced, anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, pelvic infection, pregnancy with contraceptive device, stress urinary incontinence, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the uterus was excised and removed from the operative field, making sure to include the bilateral fallopian rings and bilateral essure devices. She had antenatal screening, antepartum ¿ placenta previa without hemorrhage diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2010: essure micro-inserts with no evidence of tubal on (B)(6) 2010, she learnt she was pregnant. On (B)(6) 2012 patient had transvaginal ultrasound scan. Hpi- urine pregnancy test was positive on (B)(6) 2008 ,har last menstrual period was normal and lasted for 5 days. Since her lmp she has . Concerning the injuries reported in this case, the following one were described in patient¿s medical records is device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.